Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the injury leading to the pericardial effusion could not be determined. It was likely related to the procedural factors during the bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed result. No results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Event description:
After bav, a pericardial effusion was noted on tee, the patient was converted to open heart and a surgical valve was placed. Initially, a pre-op CT was taken; however, it was a very poor quality and the measurements could not be determined. An 18fr esheath was placed followed by a 23x4 edwards valvuloplasty balloon which was inflated in the aortic annulus. A contrast injection was performed and there was no leak noted around the balloon. A decision was made to implant a 23mm sapien xt valve. After the balloon valvuloplasty was performed, the patient's blood pressure did not recover and tee noted a pericardial effusion. The patient was converted to an open procedure and a surgical aortic valve was implanted.